Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited a drop in lead impedance during a follow-up in (B)(6) 2016. On (B)(6) 2016, the lead exhibited noise which caused inappropriate mode switch episodes. The patient did not experience any symptoms. The lead was capped and replaced successfully. The patient was noted to be in good condition post surgery.